Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with initiating buttons on the system controller (B)(6) was unable to be confirmed. The submitted log files did not indicate any issue with the system controller. The controller was able to support the pump as intended without issues or alarms. The system controller was not returned for testing. Initially provided information indicated that the battery button did not engage. It did not display the system controller battery power gauge when pressed and would not perform a self-test. No alarms were noted. The patient was scheduled for an elective system controller exchange in the future. Multiple attempts were made to obtain additional information from the customer regarding the event (including ID the controller was exchanged and if the unit would be returned for testing); however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 2 of the IFU entitled ¿system operations¿ and section 2 of the patient handbook entitled ¿how your heart pump works¿ addresses system controller self testing. Section 8 of the IFU entitled ¿equipment storage and care¿ and section 6 of the patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient¿s battery button did not engage. It did not display the system controller battery power gauge when pressed and would not perform a self-test. No alarms were noted. The patient was scheduled for an elective system controller exchange in the future. The log did not capture the functionality of the battery button on the controller.